Event description:
Consumer reports going to the hosp and checking bd latitude against hosp meter (brand unk). Hosp reading was 31.50 (573) vs. Bd latitude reading of 16 (291). Insulin was administered at the hosp. Unable to use analysis from clark error grid (573 reading will not register), however, bd latitude reading appears to be outside the acceptable range.